Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of investigation, reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and specifications were conducted. Product was returned and investigation of the photos of the returned device revealed that it is free of any manufacturing defects. The provided IFU contains detailed instructions for use, with contraindications, warnings, and precautions associated with usage of the device. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. A definitive root cause cannot be determined. Per the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
It was reported that upon insertion of the gastrostomy catheter, it was noted that it was leaking at the junction of the hub and the catheter. This event was reported under medwatch # 1820334-2016-01214. The company representative has confirmed 3 additional instances which are being reported under this medwatch (1820334-2016-01384).